Event description:
It was reported that customer experienced scratches on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support and no additional information was received regarding any further actions or outcomes.